Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT scan showes 9 electrodes are in the cochlea. There was no redness or swelling over the implant area. There was no report of trauma. The user had been performing well with her implant.

Event description:
A CT scan shows 9 electrodes are in the cochlea. There was no redness or swelling over the implant area. There was no report of trauma. The user had been performing well with her implant.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion was not achieved at implantation surgery with three channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.